Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A tga device incident report has been received, reported by the patient's parents. Reporting: 1. Burn injury: she developed a visible burn mark at the infusion site. Both our diabetes educators and hospital emergency staff confirmed it was a burn, and our diabetes educators specifically identified it as being caused by the battery in the pod. This is extremely concerning and suggests a design or manufacturing fault that could harm other users. 2. Inconsistent basal delivery: the basal insulin delivery appears unreliable. Despite being on the automated insulin delivery system, our daughter has experienced prolonged high blood glucose levels for hours, which the system fails to correct. This severely compromises her diabetes management and puts her health at risk.